Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with broken reservoir tube lip, faded serial number label, minor scratches on case, cracked select button keypad overlay, missing reservoir tube o-ring and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the ring had chipped the clear ring did not stay in place. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.